Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced one event of infusion set cannula crimped events on (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was upper buttocks. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.